Event description:
The customer reported the system displayed a motion error message. It was also reported that the foot extension failed to release easily; it was slow to recall saved images, and an interference line was seen on images. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The motion error could not be duplicated. The screws were tightened on the foot extension latch mechanism and the panel was replaced. The nodes were flashed and the hard drive was reformatted. Also, the software and calibration files were reloaded. The system was then found to be operating as intended.